Event description:
Additional information received from the physician office noted that they were able to confirm that the detection of the monitored v entricular tachycardia (vt) was incorrect due to the match scores were just below seventy percent threshold. The patient experiencing feeling unwell was unrelated to a product performance issue. Reprogramming was done, and the device remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 6947m55 lead implanted: (B)(6) 2012; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have incorrected categorized an atrial fibrillation (af) with rapid ventricular response episode as monitored ventricular tachycardia (vt). It was noted that the patient had not been feeling well for the past few days. The crt-d remains in use. No further patient complications have been reported as a result of this event.